Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump battery life did not meet the expectations of the user. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings: during investigation, a review of the black box showed two low battery alarms and one replace battery alarm. No evidence of excessive battery usage/short battery life was observed in black box. The pump powered on with returned battery cap. The battery cap threads were damaged; the battery cap was unable to fully tighten to the pump. A power loss was not observed. A battery compartment crack was observed. The pump current draws were within specifications. The pump was removed from the case and no evidence of moisture or loose components were found inside of the pump. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn in the center, but the button responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).